Manufacturer narrative:
The product has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e bunching/folding/crushing). A repaid label was sent to the consumer for returne of the product. The consumer has not returned the product.

Event description:
Consumer alleges her heating pad caught on fire. No injuries or property damages were reported with this incident.